Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator generated a continuous alarm of failed extended self test (est). Although it was reported that this ventilator generated a continuous failed est alarm during patient use, a review of the ventilator logs indicates the ventilator entered into backup ventilation at the time of the event. After the patient was removed from the ventilator, est failed generating the continuous alarm. The device was available for evaluation. Service personnel (sp) inspected the unit and based on the est failure code replaced the ex halation valve assembly (eva) and cable. As an additional finding, sp replaced two old batteries. The unit passed all the required calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a continuous alarm of failed extended self test (est). The patient was removed from the ventilator and placed on an alternate ventilator without injury. Although it was reported that this ventilator generated a continuous failed est alarm during patient use, a review of the ventilator logs indicates the ventilator entered into backup ventilation at the time of the event and, subsequent to the patient being removed from the ventilator, est failed generating the continuous alarm. Pli 20 added to capture the exhalation valve assembly failure out of box during servicing of the referenced complaint.

Manufacturer narrative:
Section d9 updated due to parts returning correction: section h6 device code (annex a): additonal code added section h6 evaluation codes updated due to analysis of parts returned. Result code (annex c) - additional code added component code (annex g) - remove g07001 and add g03012 h3 device evaluation summary - updated due to analysis of parts returned. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator generated a continuous alarm of failed extended self test (est). Although it was reported that this ventilator generated a continuous failed est alarm during patient use, a review of the ventilator logs indicates the ventilator entered into backup ventilation at the time of the event. After the patient was removed from the ventilator, est failed generating the continuous alarm. The device was available for evaluation. Service personnel (sp) inspected the unit and based on the est failure code replaced the ex halation valve assembly (eva) and cable. As an additional finding, sp replaced two batteries due to aging. The unit passed all the required calibrations and tests per manufacturer specifications at the time of service. One exhalation module cable was returned for further analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned for further analysis: a visual inspection of the returned part was conducted and no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. During calibration, the unit failed auto zero at the exhalation test and found the pressure sensor (ps1) on the exhalation sensor pcba of the eva to be faulty. If a ps1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to a faulty ps1 on the exhalation sensor pcba of the eva.the event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.